Event description:
Customer's mother called reporting her daughter brought her insulin pump into the swimming pool and now there is moisture under the lcd screen and a constant tone. Customer's blood glucose level is 120 mg/dl. The device was not dropped. There are no cracks on the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded electronic assembly. Unable to verify constant tone due to blank display. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube window.